Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 26 mg/dl. Customer was treated with intravenous unspecified fluids and released from the ER 3 hours later. Upon being released from the ER customer¿s bg level was 396 mg/dl and customer was in ¿stable¿ condition. Reportedly, the pump did not deliver insulin as intended. Customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to manual injections and declined to provide any additional information.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 50 mg/dl were recorded by continuous glucose monitor (cgm) from 3:00:13 am to 3:35:13 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 2:55:13 am. On (B)(6) 2020, at 10:48:24 pm, 11:05:08 pm, 11:28:08 pm, 11:38:45 pm, and 11:45:46 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.